Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that water leaked from the pinhole on the cable. Thus, it was determined that the phenomenon ¿no image¿ occurred because communication failure occurred due to internal water immersion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. And the customer's allegation was confirmed, due to a faulty cable. Additionally, the following malfunctions were identified: cable failed leak test; due to tiny hole. Faded rear cover label.

Event description:
The customer reported to olympus, that there was no image on the 4k camera head. The issue occurred during preparation for use. There were no reports of patient harm associated with this event.